Event description:
It was reported that the wake button was sticking and that the touch screen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. Replacement pump was sent to customer to resolve the issues.